Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor was found to only fire the positive half of the treatment pulse. The root cause of reboot problem was a defective q12, q13, q16 and q17. All four of these parts are high voltage transistors. The root cause of the defective transistors is unknown, but is likely random component failure. The defective transistors were replaced. The monitor was retested and restocked. No adverse event resulted from monitor rebooting itself.

Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that the monitor would only fire the positive pulse half of the pulse. The last patient to use this monitor did not report any problems with it.